Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The customer's report was not observed during evaluation and sync testing of the device. Review of the device log showed they did not acquire a waveform through the main lead view, and as a result the device was unable to sync. This is normal operation of the device as the device requires a signal from the main lead view to successfully perform a sync. The log showed that when the device was switched to lead view with an ECG signal present, sync markers were captured and displayed above the signal. The device worked as expected. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), the device would not go into sync mode. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.